Event description:
A trilogy evo ventilator was returned to the manufacturer's service center for the allegation of a ventilator service required alarm. There was no harm or injury reported. The reported ventilator service required alarm was not duplicated on operational check. The trilogy evo error log was evaluated, an event alarm for the battery not charging was noted. Evaluation confirmed the failure had occurred with charging the detachable battery. The system printed circuit board assembly was replaced to address the issue. The device passed final testing and was confirmed to operate properly. Additional findings not related to the malfunction/issue: the detachable battery was also replaced. Contamination was confirmed affecting the particulate filter and the fio2 return tube (inline proximal filter) and they were also replaced.